Event description:
Pt was a (B)(6) who underwent right shoulder hemiarthroplasty by another orthopaedic surgeon on (B)(6) 2008. A smith and nephew promos humeral prosthesis was used. Subsequent to that, the implant failed by fracture of the inclination set screw requiring revision by the same surgeon on (B)(6) 2009. The hemiarthroplasty was removed with great difficulty and at the conclusion, another promos stem was reimplanted along with a glenoid component -total shoulder replacement-. The pt was subsequently referred to me for continued care. The pt underwent right shoulder arthroscopy by me on (B)(6) 2009 with improvement in symptoms and confirmation that glenoid was not loose. A subsequent xray later confirmed that the second promos stem had also failed -again by fracture of the inclination screw-. The pt required subsequent revision surgery to exchange the humeral stem -(B)(6) 2009-. Thus two promos stem failures occurred. I will provide the lot numbers for the second inclination set -screw- in a later section. I am happy to complete another form for the second event if necessary. The promos humeral stem also consists of a humeral head -lot c0711147-, body -(B)(4) unsure of last digit-, humeral stem - lot e0803914, unsure if "8 " or "6"-. Also as mentioned earlier, the explant on (B)(6) 2009 was coupled with implantation of another promos stem -by the outside surgeon-. This subsequently failed between (B)(6) 2009 and (B)(6) 2009-. Subsequent explant on (B)(6) 2009 revealed another failed promos inclination set - lot a0802659, expiration 07/2015, unsure if "8" or "6" for lot number -. This second failed hemiarthroplasty - (B)(6) 2009- also included humeral head (B)(4), humeral stem (B)(4), body (B)(4). All four components were returned to manufacturer -via the rep who was present for the case-.